Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a neurovascular procedure, the, enterprise stent would not advance through microcatheter. After the event, the same microcatheter was utilized with the next device. Additionally, after the enterprise was removed, one of the tines was bent. The stent was seated properly in the hub, and the y connector was securely tightened down and the stent was advanced. The stent seemed to get stuck somewhere distal to the mc hub, and the customer was not able to re-sheath the stent. There was a constant saline flush maintained through the system. It was reported that the stent was lost during post use handling and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425609. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the inability to advance the stent through the microcatheter or the reported stent damage after removal. However, it is likely that if the stent was damaged as received, it would not have been able to be advanced into the microcatheter distal to the hub. With review of the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lake region lot number (B)(4) is cordis lot number (B)(4). (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425609. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
During a neurovascular procedure, the, enterprise stent would not advance through microcatheter. After the event, the same microcatheter was utilized with the next device. Additionally, after the enterprise was removed, one of tines was bent. The lot number for the device was 01425609. The stent was seated properly in the hub, and the y connector was securely tightened down and the stent was advanced. The stent seemed to get stuck somewhere distal to the mc hub, and the customer was not able to re-sheath the stent. There was a constant saline flush.